Manufacturer narrative:
Exact date unknown, event occurred last week.

Event description:
It was reported that the patient was not getting an adequate pain relief despite multiple reprogramming done. It was also noted that the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the facility and will not be returned.